Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted due to near syncope and feeling unwell. An rv lead testing was performed and showed microdislodgement, indicated by decreased sensing and impedance with increased thresholds, along with undersensing due to fixed sensitivity programming. Technical services (ts) confirmed suspicion of microdislodgement, which was verified by x ray. The clinical team was notified, and the rv lead was revised and repositioned with acceptable sensing, impedance, and thresholds. This rv lead remains in service. No additional adverse patient effects were reported.